Event description:
It was reported the swivel mechanism of the epiq 7 ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The service engineer verified the reported issue and concluded the solenoid was dirty. The solenoid was cleaned thoroughly to address the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A qualified service engineer evaluated the system based on the customer complaint. The service engineer confirmed the locking mechanism was not functioning properly. The customer's immediate concerns were addressed by taken apart the solenoid and thoroughly cleaning the dirty pin. The system has returned to service.